Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic intraoperative cholangiogram, the handle of the device did not bind. It was also reported that the patient suffered a 2cm full-thickness burn at the location around the 5mm metal trocar on the abdomen.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic intraoperative cholangiogram, the handle of the device did not bind. It was also re ported that the patient suffered a 2cm full-thickness burn at the location around the 5mm metal trocar on the abdomen. The skin of the patient had leathery charred appearance. They applied local wound care cream on the burn. Instrument was removed and replaced with another device and operation was completed. The surgical time extended 30 minutes or more due to the product problem.

Manufacturer narrative:
Patient code - (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic intraoperative cholangiogram, the handle of the device did not bind. It was also re ported that the patient suffered a 2cm full-thickness burn at the location around the 5mm metal trocar on the abdomen. The skin of the patient had leathery charred appearance. They applied local wound care cream on the burn. Instrument was removed and replaced with another device and operation was completed. The surgical time extended 30 minutes or more due to the product problem.